Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the device did not work was not confirmed. Therefore, an assignable root cause for the reported condition was not determined. However, during evaluation, it was confirmed that the device had a sticky trigger. The assignable root cause resulting from failures identified during evaluation was determined to be to be traced to maintenance. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the battery handpiece device had a leak tightness test failure and a sticky trigger. It was further determined that the device failed pretest for check for sticky triggers and leakage test using bubble emission technique. It was noted in the service order that during pre-surgery, it was discovered that the battery handpiece device did not work. It was reported that there were no delays to the surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.